Event description:
It was reported that the patient experienced dizziness. It was further reported that the implantable pulse generator (ipg) exhibited premature battery depletion and inability to interrogate. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.